Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-may-2019 with the following findings: a review of the pump black box showed no evidence that the pump time, date reset to default after a pump reboot. During testing, the pump was exercised for 12 hours with no issues. The complaint of a time and date reset issue was not duplicated during investigation. Unrelated to the compliant, investigation revealed a cracked battery compartment. The pump cover was removed and no evidence of moisture was observed inside the pump.